Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. Loose fibers and peeled pebax were noted on the proximal cone of the balloon, 6.7cm from the distal tip. The loose fibers were examined under microscopic magnification (6x) and frayed fibers were also observed. No other anomalies were observed along the length of the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The inflation hub was connected to an in-house inflation device, and the device was inflated to rpb (24atm). This pressure was held for approximately 30 seconds, during which no leaks, ruptures or any other anomalies were observed. The balloon was deflated without issue. The fibers were stripped from the balloon and the balloon was inflated to nominal pressure (8atm). This pressure was held for approximately 30 seconds, during which no leaks, ruptures or any other anomalies were observed. The balloon was deflated without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for peeled pebax and frayed fibers on the proximal cone of the balloon. The investigation is unconfirmed for a balloon rupture, as the device performed properly under laboratory conditions and no balloon rupture observed. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current conquest pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the axillary artery, the pta balloon allegedly ruptured at 10atm. Reportedly, there was no issue retracting the balloon through the 7fr sheath. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the axillary artery, the pta balloon allegedly ruptured at 10atm. Reportedly, there was no issue retracting the balloon through the 7fr sheath. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.